Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger . Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: neu_unknown_lead, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient.

Event description:
The manufacturer representative (rep) reported that per the health care professional (hcp), the patient had been programmed several times. The system was not alleviating any of her pain. She had not used the system in a long time. The patient was in need of an MRI, and the system was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.